Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received sensor scan results of 69 mg/dl compared to readings of 185 mg/dl respectively obtained on a healthcare professional (hcp) meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was day 1. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch; no issues were observed. The sensor data was extracted using approved software. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and upon visual inspection of the printed circuit board assembly (pcba); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.